Manufacturer narrative:
PMA / 510(k)#: k011369, k122558. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for a can¿t activate problem detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd (B)(4) during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that the patient was not able to detect activation after pushing plunger with a bd ultrasafe¿ x100l png clear nvs stein. The following information was provided by the initial reporter: the patient felt that a coil spring in the pfs did not work when he pushed the plunger. Although the 2 pfss should be injected, the ..... Was not injected to the subject on (B)(6) 2019.